Event description:
It was reported that the device reached recommended replacement time (rrt) after 3 years of implant. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was received and analyzed. Analysis revealed time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt is less than or equal to 2.62 volt. Weekly battery voltage trend data shows min battery is equal to 2.64 to 2.62 volts between (B)(4) 2012 and (B)(6) 2012. There was two low battery voltage alert on (B)(6) 2012 and (B)(6) 2012.